Event description:
A malfunction alarm was reported with no notable events occurring beforehand. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support assisted the customer with resetting the pump, and the malfunction code did not recur. The customer was advised to continue using the pump and to reach out if further issues arose.